Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely elevated folate (fol) patient sample test result was obtained from an atellica im 1600 instrument. The customer reported that instrument error messages were generated at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse identified an issue of air in the reagent probe lines. The cse replaced a water pump and the controller area network printed circuit board (can pcb) 12. The cse then replaced the water pump pressure sensor resolving the issue of air in the reagent probe lines. The cse ran quality control materials with acceptable results. The cause of the discordant, falsely elevated folate (fol) patient sample test result was the water pump pressure sensor. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
A discordant, falsely elevated folate (fol) patient sample test result was obtained from an atellica im 1600 instrument. The initial test result was reported to the physician(s). The same sample was repeated on an alternate atellica im 1600 where a lower result was obtained. A corrected patient test result report was issued to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated folate test result.